Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer was unable to clear the alarm. Customer's blood glucose level was 250 mg/dl. She was able to clear the failed battery test alarm and it was moved from just being on the screen and was flashing. The device was not returned.